Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. The visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
Related manufacturer reference number: 2017865-2024-00614. It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the right atrial (ra) lead and the right ventricular (rv) lead exhibited loss of capture. The leads were explanted and replaced. The patient was in stable condition.